Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture, noisy signals, and impedance issues. The implantable cardioverter defibrillator (ICD) was explanted and replaced with another ICD due to a therapy upgrade. Another rv lead was used as a replacement. No additional adverse patient effects were reported.